Manufacturer narrative:
Explant date has not been confirmed by the explanting physician. Scheduled explant date provided to facilitate foreign vigilance reporting. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported that a patient experienced ¿several episodes of seroma from one year.¿ this relates to the left side implant. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported that a patient experienced ¿several episodes of seroma from one year.¿ this relates to the left side implant. The device was explanted.